Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified proximal part of the right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm during the second inflation. The physician's comment was "it was thought that the balloon ruptured due to mild calcification." Another wolverine of the same size was used, and the procedure was continued. The inflation was then performed successfully. No patient complications reported.